Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens opcaity. Per the reporter the cataract was noticed after the patient was in a car accident. The lens has been explanted. Cause of the event was reported as "patient related facator" with details "car accident - lens dislocation/explantaion". Reportedly "exchanged of the lens planned after full recovery of the patient - car accident/cataract". Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.